Event description:
The facility reports while the patient was being transferred from the bed to the geri chair via the maxilift, the upper part of the sling came loose. The patient fell backward and hit head-first, sustaining a laceration to the head. Her body was across the legs of the lift. Paramedics were called and the patient went to the emergency room, where they sutured the wound.